Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the 4k camera head is unable to display image. The event occurred during preparation for use, prior to a diagnostic procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, there was no image due to a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. - never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. - do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. - before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and clean. If the camera head is used with the electrical contacts wet and/or dirty, the camera head and video system center may malfunction. - never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. - do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. - never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.